Event description:
Information was received from a healthcare provider (hcp) regarding a patient implant with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. A healthcare provider requested MRI compatibility guidelines for ins for a problem not related to the patient¿s ins device or therapy. It was that there was a loss of a therapy and the patient¿s system was not working. No further detail was provided. No further complications were reported/anticipated. The caller was redirected to follow-up with hcp for potential overdischarge. The indication for implant was non-malignant pain and failed back surgery syndrome.